Manufacturer narrative:
The "damaged/used" 1700-010 cleartrace electrodes were not returned to conmed for evaluation and no visual evidence (photographs) of the device was made available, however photographs provided by the patient confirmed the report of "severe rash." The 1700-010 cleartrace electrodes are made with 2000x gel and the base pad with vinyl. Both materials are tested for cytotoxicity, sensitization, and intracutaneous factor per iso approved testing. There are several non-manufacturing, non-design factors that could be contributing factors to this complaint issue. The 1700-010 cleartrace ECG electrodes are single use, disposable devices that are intended to be used by experienced and trained medical personnel in hospitals, clinics, physician offices and pre-hospital environments. The complaint device was supplied to the patient for home use without monitoring by experienced personnel. It is possible that the patient had solvents or other fluids under the electrode site such as soap, detergent, lotions or creams which may have caused or contributed to the irritation. It is also possible the patient has sensitivity to the materials found in ECG electrodes. The manufacturing date, lot size and review of the manufacturing documents were not obtainable as the lot number of the device involved in this complaint has not been provided. This failure mode is addressed in the risk documents. A health hazard evaluation (hhe) was conducted and found that most reports of skin sensitivity, allergy, lesions, blisters and irritation caused by the use of medical adhesive/conductive gel products are usually treated conservatively and do not result in serious injury. These reactions and irritations are a non-serious injury that normally resolve upon cessation of product use and require no further treatment. To date there have been no other reports received for systemic allergic reactions requiring medical intervention however, a corrective and preventative action has been issued to reduce skin irritation recurrences for "in home use" of these devices. Discarded by patient.

Event description:
As reported by the patient, the 1700-010 cleartrace electrodes were initially placed on a monday and replaced on wednesday. The patient "developed the severe allergy" early friday morning. The patient stated that the rash "felt like a severe burn, with raised welts" that involved the patient's entire upper body area from head, face, neck, and chest to waist. The patient was prescribed a 60 mg steroid injection and 12 days of oral prednisone 10 mg. The patient is still experiencing some redness but the affected area is healing. To date, no further information on patient's status has been received.